Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta plus3 10cm white was damaged. The following information was provided by the initial reporter: indeed, there is a hole at the junction of the tap/nozzle when the extension is opened.

Event description:
It was reported that connecta plus3 10cm white was damaged. The following information was provided by the initial reporter: indeed, there is a hole at the junction of the tap/nozzle when the extension is opened.

Manufacturer narrative:
H6: investigation summary: bd received a photo and sample submitted for evaluation. The reported issue was confirmed since the failure was observed by our quality engineer during visual inspection of the sample. Bd was able to confirm the cause of the failure to our manufacturing process. It was determined that the most likely cause of the failure to be incorrect assembly of the product. Bd is also currently working on improvements to our detection systems to further prevent the occurrence of device defects during the manufacturing process. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.